Manufacturer narrative:
The subject device is unavailable to manufacturer.

Event description:
It was reported that 10 days after the index coil embolization procedure, the patient experienced an ischemic stroke in the treated vascular territory (superior right parietal lobe) with modified ranquin scale (mrs) of 1 and national institute of health stroke scale (nihs) of 5. The patient's outcome was reported to be recovering/resolving. According to the site, the reported event was possibly related to subject target coil. No other information is available.

Manufacturer narrative:
B5 executive summary: updated. F10 / h6 health effect - clinical code - updated. F10 / h6 health effect - impact code - updated. Although the lot number was not provided, the automated manufacturing execution system (mes) has controls in the manufacturing process to ensure the product met specifications upon release. The subject coil device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported the patient is a 56-year-old female who was enrolled in the citadel embolization device study and underwent a coil embolization procedure on (B)(6) 2022. On october 14, the patient presented with an ischemic stroke event . Based on the investigator¿s assessment this event is possibly related to citadel 9mm, subject target coil, index procedure and non-stryker device. Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. As a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted within the dfu, product labeling and/or risk documentation files, an assignable cause of anticipated procedural complication will be assigned to this complaint.

Event description:
It was reported that 10 days after the index coil embolization procedure, the patient experienced an ischemic stroke in the treated vascular territory (superior right parietal lobe) with modified ranquin scale (mrs) of 1 and national institute of health stroke scale (nihs) of 5. The patient's outcome was reported to be recovering/resolving. According to the site, the reported event was possibly related to subject target coil. No other information is available. Update: received additional information indicated that embolus at the coil device interface with the parent blood vessel was the caused of the stroke post procedure, the patient needs some dapt (dual antiplatelet treatment) even after using the subject coil. It was also reported that the patient had complex migraine is unlikely related to the subject target coil. The complex migraine is possibly related to a pre-existing condition/co-morbidity and headaches existed prior to procedure. The migraine/headaches were resolved without sequelae in one day. There were no any difficulties encountered during the procedure that could have contributed to the patient¿s stroke post procedure and the subject coil device was performed as intended.

Manufacturer narrative:
B5 executive summary - updated. Received additional information on 1-mar-2023 stated that '¿the images were reviewed in detail. The patient does not have significant tortuosity but was found to have a small carotid web at the origin of the rica causing minimal contrast stasis as seen on right common carotid artery injection¿.

Event description:
It was reported that 10 days after the index coil embolization procedure, the patient experienced an ischemic stroke in the treated vascular territory (superior right parietal lobe) with modified ranquin scale (mrs) of 1 and national institute of health stroke scale (nihs) of 5. The patient's outcome was reported to be recovering/resolving. According to the site, the reported event was possibly related to subject target coil. No other information is available. Received additional information indicated that embolus at the coil device interface with the parent blood vessel was the caused of the stroke post procedure, the patient needs some dapt (dual antiplatelet treatment) even after using the subject coil. It was also reported that the patient had complex migraine is unlikely related to the subject target coil. The complex migraine is possibly related to a pre-existing condition/co-morbidity and headaches existed prior to procedure. The migraine/headaches were resolved without sequelae in one day. There were no any difficulties encountered during the procedure that could have contributed to the patient¿s stroke post procedure and the subject coil device was performed as intended. Received additional information on 1-mar-2023 stated that '¿the images were reviewed in detail. The patient does not have significant tortuosity but was found to have a small carotid web at the origin of the rica causing minimal contrast stasis as seen on right common carotid artery injection¿.